Event description:
On (B)(6), 2011, the patient/lay-user's wife contacted lifescan (lfs) alleging that she was experiencing a segments missing issue with her one touch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported that the alleged issue with the subject meter began on (B)(6), 2011, in the "evening". She stated that her husband manages his diabetes with novolog and due to the alleged issue she denied that he made any changes to his usual diabetes treatment. It is unknown when, but the patient's wife claimed he felt "high blood sugar symptoms". In response to his symptoms, on (B)(6), 2011, "in the evening" he reportedly self treated with novolog (2or 3u). There was no other device available at the time of concern. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis on (B)(6), 2011 with the following findings: the meter involved in this case has failed testing. Meter arrived with a broken display. This complaint is being reported because the patient¿s wife claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of possible hyperglycemia after the reported issue began.

Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis on (B)(6), 2011 with the following findings: the meter involved in this case has failed testing. Meter arrived with a broken display. The 510(k) # is k073231.